Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump had intermittent button response due to moisture damage to the keypad traces. No display anomaly was noted. The insulin pump was received with a cracked case at the display window corner, minor scratches on the display window, scratched reservoir tube window, cracked reservoir tube, cracked battery tube threads, a cracked reservoir tube lip and a broken belt clip slot.

Event description:
It was reported that the insulin pump has an unresponsive keypad. Customer's blood glucose reading was 81mg/dl. No significant events leading to the alarm were observed. Advised discontinuation of the insulin pump. Troubleshooting was done. Nothing further reported.